Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the cutter had come out of the handpiece, and the sleeve lock lever was damaged. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.